Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for peritonitis one day prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter product analysis laboratory (pal) for evaluation. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Per pal evaluation of the device, no failure or malfunction was identified that could have caused or contributed to the home patient passing away. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.